Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019, fresenius became aware a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy was hospitalized (specifics not provided). A peritoneal dialysis registered nurse (pdrn) called fresenius technical support for assistance with a ¿patient line is blocked¿ alarm. During the call, the pdrn reported the patient is experiencing an infection (specifics not provided) and received a single dose of intraperitoneal (ip) heparin (dose not provided), and an antibiotic (drug and dose not provided) during a manual exchange earlier in the day. Subsequent attempts to obtain additional information have thus far proven unsuccessful. Based on the information available, there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the adverse event(s) or hospitalization.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on a unknown date. A specific date or reason for hospitalization were not provided, however, it was reported that the patient had an infection and was treated with hepearin and antibiotics via intraperitoneal (ip) administration. The pd registered nurse (pdrn) called after receiving multiple patient line is blocked alarms during drain 1 of 4. The message reoccurred after being advised to change position. The pdrn indicated that the effluent had fibrin and appeared cloudy. It was reported that an alternate treatment would be used. Upon follow up with mercy fitzgerald hospital it was confirmed that a pd patient was being treated on (B)(6) 2019, however, specifics on the patient¿s demographics, treatment, diagnosis, or purpose of hospitalization were not provided. Multiple attempts were made to acquire additional information, however, to date a response has not been received. The date of event will be captured as (B)(6) 2019 since the date of hospitalization is unknown.